Manufacturer narrative:
(B)(4).

Event description:
The pt didn't recharge the implantable neurostimulator. After approximately 2 months, the pt tried to recharge. There was a telemetry issues. The antenna locator feature was used to resolve the potential telemetry state. The pt was able to recharge. A power on reset message displayed (not specified) and was cleared.